Manufacturer narrative:
Supplemental report to reflect the correct aware date (B)(6) 2019 for e-MDR pr: 328117, as the wrong reportable aware date was placed in (g.4); this was not a late report.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿secondary medication was hung but when the rn started the pump medication was not coming out of the end of the line - drips in drip chamber" it was reported that keppra (1000mg/100ml) was programmed at a rate of 400ml/hr. However when the device was programmed to infuse the medication would not flow. The customer stated that there was no patient harm .

Manufacturer narrative:
Report source: biomed information & analytics services. The customer¿s reported complaint of medication not flowing, not coming out of the end of the line when programmed to infuse was not definitely confirmed. However, during the investigation abnormal slow fluid flow was observed at the end of the line, filling the primary set drip chamber with fluid. Log analysis results suspects the time of the incident most likely occurred between 5:23 am and 6:32 am on (B)(6) 2019. Testing demonstrated the source pump module passing a rate accuracy test utilizing the timed rate accuracy test method. Results confirmed the device is in specification and operating as intended. However, a functional test and a check valve test identified a failure with the check valve component, allowing fluid to back flow up into the primary set from the secondary bag. It is suspected that during the incident, the check valve failure caused an abnormal slow flow of medication at the end of the line appearing to the user as no flow. The proximate root cause of the customer¿s experience with no flow of medication during a programmed infusion was most likely attributed to a check valve failure on the primary set during a secondary infusion.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿secondary medication was hung by when the rn started the pump medication was not coming out of the end of the line - drips in drip chamber." It was reported that keppra (1000mg/100ml) was programmed at a rate of 400ml/hr. However when the device was programmed to infuse the medication would not flow. The customer stated that there was no patient harm .